Manufacturer narrative:
Cardinal health is awaiting receipt of the affected device in order to complete the investigation. Investigations results pending at this time, a follow-up report will be submitted once investigation has been completed by the supplier.

Event description:
Patient¿s sister called to report that her sister was sitting in the rollator at home and it broke and she fell to the floor. Patient¿s sister reports that her sister had abdominal surgery 2 weeks prior to the fall and allegedly due to the fall is in pain and had to see the doctor for pain medication. Patient reportedly went back to the doctor the next day due to pain and received an injection for pain.

Manufacturer narrative:
The actual device reported in this incident was received for evaluation and a thorough investigation was conducted by our supplier. The device history record for this device was reviewed and did not indicate any exception that would have led to the reported incident. The returned sample was also tested for thickness and hardness and both thickness and hardness met the product specification requirements. Therefore; based on the investigation the actual root cause for the reported incident could not be determined. No additional action will be taken at this time, but we will continue to monitor for any similar reports.

Manufacturer narrative:
The device history record could not be reviewed as a lot number was not provided. Photos of the sample were provided which showed the front frame was broken, however a root cause cannot be determined by viewing the photos. The sample has been forwarded by the customer to cardinal health for evaluation. The sample is being held at shanghai customs and a release date is not yet known. Cardinal health is awaiting release of the affected device in order to complete the investigation. If the sample is received a follow-up report will be submitted with the device evaluation results.

Manufacturer narrative:
Sample has been forwarded by the customer to cardinal health for evaluation. Cardinal health is awaiting receipt of the affected device in order to complete the investigation. Investigations results pending at this time, a follow-up report will be submitted once investigation has been completed by the supplier.